Event description:
It was reported to manufacturer that the surgeons programming wand was resulting in intermittent communication difficulties. Troubleshooting was performed which included replacing the 9 v battery and checking the connections and the problems did not resolve. A new programming wand was sent to the site and the non-working device has been sent back to the manufacturer for analysis. Analysis of the device is underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.